Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat, and one opening(curved) on the anterior. Leak test and microscopic analysis was performed which identified one opening(sharp) on valve bond edge. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is one (sharp) opening on (valve bond edge) due to an unidentified (tear) opening.

Event description:
Health professional reported right side deflation and capsular contracture, baker grade iii. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation and capsular contracture, baker grade iii. Device was explanted.